Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the cgm error did not occur. During initial follow up, customer had not reestablish connection and requested call-back after turning off phone. Customer did not respond to additional follow-up attempt made by tandem technical support. There was no reported adverse impact to the customer.